Event description:
The perforator failed to disengage while drilling during a craniotomy. There was no pt injury.

Manufacturer narrative:
The device was discarded by the customer and is not available for eval. However, the customer is returning five unopened, unused perforators from this lot which will be evaluated by codman. Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They've been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed.